Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas corporation alleging cgm (dex 090) issue. It was reported that a cgm alarm (cs 215) was emitted when the transmitter was in use. The patient¿s blood glucose (bg) was reported to be greater than 250 mg/dl but less than 500mg/dl with trace ketones. There were no other reported signs or symptoms, which does not meet the animas criteria for an adverse event. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the interruption of the cgm data stream may cause the user to miss their bg trending and thus fail to react to any potential bg excursions.

Manufacturer narrative:
Follow-up #2: date of submission 02/08/2017 - device evaluation: the transmitter has been returned and evaluated by product analysis on 01/13/2017 with the following findings: during investigation, the returned transmitter paired successfully with a test pump. During testing, blood glucose (bg) value was set to 120 mg/dl twice within two hours. Both bg calibration requests entered successfully. The pump and transmitter were run over night with a steady reading of 115 mg/dl within +/- 20%. No alarms or warnings occurred during testing. The transmitter was found to perform within specification. The original complaint was not duplicated during investigation. There was no defect found.

Manufacturer narrative:
Follow-up #1 date of submission 12/06/2016-correction to suspect medical device serial #.